Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) went into comm loss with all the gz transmitters. The customer's it department checked into the access points, and they were all working correctly. The communication loss lasted less than a minute, then everything came back to normal. There is a gap in the historical data for that time when everything was in communication loss. No patient harm was reported. Service requested / performed: troubleshooting: the nihon kohden technical services team (nk ts) learned that the user facility used 5ghz channels 100, 104, 108, 112, 132, 136. The nk gz transmitter's software version 02-06 is not supported between ch100 and ch140. The customer was advised to update the gz software version to 02-22. Upon follow up with the customer, they reported no additional comm loss had occurred. Investigation summary: the reported issue does not require further investigation through CAPA process since the root cause is determined to be incompatibility between the software versions of the transmitter and the channels being used. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) went into comm loss with all the gz transmitter devices. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into comm loss with all the gz transmitters. No patient harm reported. The customer's it dept. Checked into the access points and they were all working correctly. Communication loss lasted less than a minute and then everything came back like normal. There is a gap in the historical data for that time when everything was in communication loss. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report. The following information is listed as no information (ni) on the MDR form as no other information will be provided from the customer. Brand name. Model number and catalog number. Serial number . Unique identifier (UDI) number. Age of the device. PMA/510(k). Device manufacture date. Concomitant medical device information: the customer stated that the cns was monitoring gz telemetry transmitters, but no model or serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) went into comm loss with all the gz devices. No patient harm reported.